Event description:
Drive medical has received an attorney letter alleging that an incident involving a transfer bench/commode allegedly imported and distributed by (B)(4). It is claimed that the claimant was using the transfer bench/commode when the back broke causing her to fall backward and allegedly sustain a fractured hip that required surgery. This MDR report is based on the info provided by claimant's attorney.